Manufacturer narrative:
The event date and the implant date were estimated based on the aware date that was reported.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications reported. At the 45 day follow up procedure the device looked clean and the patient was taken off of their anticoagulation. The patient presented for their one year follow up transesophageal echo and the physician noted a large device thrombus present on the device. The physician decided to initiate eliquis for the patient and continue asa/plavix. The patient is fine and remains "asymptotic".